Event description:
It was reported that the patient was diagnosed with a urinary tract infection (uti) on (B)(6) 2013 and was given a prescription for oral antibiotics. On (B)(6) 2013, the patient had developed what the health care provider (hcp) staff stated was increased spasticity, which got worse and the hcp staff stated she was in withdrawal on (B)(6) 2013. It was noted that the patient was difficult to transfer on (B)(6) 2013 and the patient had a lot of pain. The hcp evaluated the patient on (B)(6) 2013 and attempted aspirating from the catheter access port (cap); however, was unable to. An x-ray was performed of the connection and was inconclusive. The neurosurgeon was notified and wanted to do a ¿shunt series¿. The logs were also checked, and no diagnostic studies had been performed at that time. The pump system was being used to deliver gablofen. It was further reported that the patient¿s intrathecal baclofen treatment was noted as ongoing. The patient had experienced a sudden increase in tone and pain. Troubleshooting and/or other actions were reported as ¿urinary tract infection (uti) and other causes¿. It was stated that the patient was doing better, and that the pain decreased and the tone was at baseline. It was noted that ¿fluoro¿ may be postponed. When the patient was upright in a chair, they were unable to do a side port withdraw, but when the patient was lying flat, they could withdraw.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# h840705903, implanted: (B)(6) 2012, product type: catheter. (B)(4).